Event description:
Patient report "broken prothese". Later healthcare professional reported "pain, harder, rupture". "Irregular delineation of the breast prosthesis with limited linguine sign and with fine shell fluid around the prosthesis as well as small cystic components in the prosthesis: image of intracapsular rupture" and "moderately dense residual fibroglandular tissue". This record is for the right side record. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.